Event description:
It was reported to gems that a very large pt received a burn to elbow during a wrist exam. The elbow had been wrapped in a towel during the exam. The user manual warns the operator to secure large pts with wide pt straps to secure arms in place to prevent them from touching the bore. It also states that foam pads are to be used to prevent bore contact.